Manufacturer narrative:
Please note a correction to the annex e code previously reported. The annex e code has been revised from e2020 - needle stick/puncture to e2403 - no clinical signs, symptoms, or conditions.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there was a crack in the hub of one (1) device resulting in medication leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd did not receive any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there was a crack in the hub of one (1) device resulting in medication leakage. No adverse impact was reported regarding the patient or user.